Event description:
It was reported that following a difficult implant, a decrease in sensing values was observed on the atrial lead. Fluoroscopic imaging showed that the lead had dislodged. The lead was successfully repositioned. The patient was doing fine throughout and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.